Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: the patient underwent right hip conversion (B)(6) 2014. Patient had a traumatic fall and dislocated hip and subsequently developed recurrent instability. Patient underwent right hip revision, the head was exchanged and a constrained liner was used. (B)(6) 2019.